Event description:
The customer reported that the primary set IV line spontaneously disconnected at the distal end luer connection to a non-carefusion filter extension tubing. It was estimated that the IV line was disconnected for thirty to sixty minutes, which resulted in maintenance fluid leaking onto the patient's sheets and one of the lumens on the cvc clotting off. There was no report of patient harm.

Manufacturer narrative:
The product was not sequestered by the customer. No failure investigation could be performed. The root cause of the customer's experience was not identified.

Manufacturer narrative:
(B)(4)